Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead; 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged some time after implant and had high thresholds. An attempt to revise the lead was made, however upon physical inspection the fixation mechanism of the lead was flush against the lead body and unable to affix to the vessel wall. The lv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.